Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device service requested.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 360p from heartsine technologies, belfast on 28th august 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 and the device failed the weekly auto self-test due to a shock button error. The user would have been alerted with a "warning, device service required" prompt and a flashing red status led. As this is a critical error the device shutdown before completing the remainder of the self-test. The device continues to record self-test fails due to a shock button error, up to the last log entry prior to receipt at heartsine on (B)(6) 2017. The returned pad-pak was inserted into the device. The device was power cycled and immediately shutdown with a "warning, device service required" prompt. This would confirm the reported fault. The device was disassembled to investigate. The device was disassembled to investigate and after further investigation, the reported fault was traced back to a misaligned membrane tail. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.